Event description:
Customer reported via phone call that they received a battery out limit. Customer states that they had a keypad anomaly. The blood glucose reading is 379 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification and no unexpected battery alarms were noted. The insulin pump buttons all responded properly. No moisture damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.